Manufacturer narrative:
Since the original report was filed, the investigation into the left ventricle perforation has concluded. The pump was not returned for analysis, though the data logs from the console were. The logs and clinical case review lead to the conclusion that the root cause of the perforation was patient condition. There was a free wall rupture due to the underlying myocardial infarction. The failure mode will be monitored and trended.

Manufacturer narrative:
The investigation into the left ventricle perforation is on-going at this time. Upon completion of the investigation, a final report will be filed.

Event description:
The medical center placed an impella 5.5 for hemodynamic support for a bypass (CABG) surgery patient. The plan was to perform the CABG with impella cross-clamped. While the 5.5 was clamped and the physician was performing the CABG procedure, the physician observed the 5.5 to have perforated the left ventricle. The observation was made when the heart was lifted to inspect for surgical/graft sites. The team completed the CABG, repaired the ventricle and explanted the impella 5.5. Post operatively the patient was instead supported by an impella cp and has survived the adverse event.